Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an iliac artery stenting procedure. Reportedly, a cuff miss occurred. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Analysis of the returned device found an anterior cuff tab detachment and was not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.